Manufacturer narrative:
Location of device unknown.

Event description:
A report was received via social media that an unconfirmed patient has had two to three deep brain stimulators, numerous spinal cord stimulators, dorsal root stimulators and sectioning of sciatic and femoral nerves and was given ropinirole medication, however the pain was still excruciating.